Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain the pt information has not been successful. Additional data: attempts to obtain the information has not been successful. Other tests: not applicable for this device. The implanted or explanted dates are not applicable to this device. Available for eval: not applicable for this device. Concomitant products: no information available. Country is (B)(6). (B)(4). Recall: do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufactures policy. It was reported during a coronary procedure, inside the body, before normalization, no signal was received and no physical damage was observed. Per additional information received, the device was intact upon removal. Visual and microscopic inspection were performed on the returned device. The sensor was broken and missing from the device. The probable cause for the separation may be due to the device being damaged during transit or initial unpacking. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted since it could not be determined when the sensor separated from the manufactures device. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). Block b5: further review determined that this is not reportable for a product problem. Block h6: per the device evaluation, it concluded that the probable cause of the broken and missing sensor likely occurred during handling/return shipment.

Event description:
MDR for product problem was inadvertently submitted. The probable cause for the broken and missing sensor likely occurred during handling/return shipment. Therefore, there is no potential for harm if the malfunction were to recur.

Manufacturer narrative:
The health effect impact code 2199 and investigation conclusion code 4308 were inadvertently missed in supplemental MDR #1 submitted on (B)(6) 2021. There was no patient injury. Additionally, per the device evaluation, it concluded that the probable cause of the broken and missing sensor likely occurred during handling/return shipment.